Manufacturer narrative:
Corrected data: a2, a3, a4, a6, b3, b5, d1, d4, e1, g1, h6, and concomitant product.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower abdomen on (B)(6) 2020 using a cooladvantage + applicator and to the flanks and infra-scapular area on (B)(6) 2020 using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.